Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported by patient's legal guardian that the omnipod dash controller/personal diabetes manager (pdm) generated a hazard alarm message when creating a new basal program; it was reported that this same event occurred twice. The pdm appeared to be stuck in this program mode and the device lost communication with the pod. No impact to the patient's glucose level was reported. No medical assistance was required. A replacement pdm was issued to the patient. A report has been submitted for the second event (cn-6599938).